Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced. Review of the event history log confirms the reported symptom. During the evaluation, the downstream sensor current reading was out of specification with fluid filled set loaded. The downstream pressure plate gap wa also found out of specification. The device was reworked to correct the condition.